Event description:
It was reported that the patient¿s right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced on (B)(6) 2026. The patient was subsequently discharged.

Event description:
New information received indicates that the patient presented in the clinic for follow up. The right ventricular (rv) lead dislodgement was confirmed via fluoroscopy. The patient was in stable condition.